Event description:
It was reported that prior to an unknown procedure, the clamp could not open before use on the patient. There was no patient consequence.

Manufacturer narrative:
Evaluation summary: the analysis results found that the device was received in good visual condition. However, the jaws would not open and close. Upon disassembly, it was noted that excessive dried body fluids were stuck within the rod shaft of the clamp arm, preventing the clamp arm from opening and closing. Additionally, the device was returned with the blade scratched and cracked. It was tested with a generator and received an error code 5. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "avoid accidental contact with all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error." Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted.